Event description:
It was reported that the patient received inappropriate atp and high voltage therapies due to t-wave oversensing. The sense/pace portion of the lead was capped and a new sense/pace lead was added. The defib portion of the lead remains active. The patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.